Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that there is a pressure problem between the two rollers and the skin grafting is impossible because it tears the skin. The event occurred during primary surgery. There was no harm or injury for patient or operator. There was a delay but not longer than 15 minutes. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. -review of the most recent repair record determined that the unit passed the sample graft mesh test, however it was out of calibration and the cutter was damaged. The unit was recalibrated and the cutter was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.